Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date is an approximation based upon the information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately one month prior to calling adc customer service on (B)(6) 2016 she was receiving readings from her adc blood glucose meter of: 240 mg/dl, 190 mg/dl, 210 mg/dl and as high as 300 mg/dl (exact date/time not provided), which were higher than readings received later at a hospital. It was further reported that after receiving the high readings she self-administered an unspecified amount of insulin after each high result, "causing (her) to enter a hypoglycemic state". Customer self-treated with fruit juice and chocolate. Customer was then transported to a local hospital where readings of 30 mg/dl and 70 mg/dl were received, while customer's adc meter read approximately 170 mg/dl. Customer was diagnosed with hypoglycemia and treated with glucose via injection and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests before release. A tripped trend review was performed for the freedom lite meter and no trips were observed. Dhrs for all freestyle strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that approximately one month prior to calling adc customer service on (B)(6) 2016 she was receiving readings from her adc blood glucose meter of: 240 mg/dl, 190 mg/dl, 210 mg/dl and as high as 300 mg/dl (exact date/time not provided), which were higher than readings received later at a hospital. It was further reported that after receiving the high readings she self-administered an unspecified amount of insulin after each high result, ''causing (her) to enter a hypoglycemic state''. Customer self-treated with fruit juice and chocolate. Customer was then transported to a local hospital where readings of 30 mg/dl and 70 mg/dl were received, while customer's adc meter read approximately 170 mg/dl. Customer was diagnosed with hypoglycemia and treated with glucose via injection and juice. There was no report of death or permanent injury associated with this event.